Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery

Event description:
Baxter reported a patient felt abdominal distention because of a low drain. For the therapy started at 4pm, the drain volume was 0ml and fill volume was 1000mls. For the therapy that started at 9pm, the drain volume was 1700mls and the fill volume was 1000mls. The patient tried to ask advice from the patient's doctor about this event, but did not reach the doctor, so the patient would go to the hospital the next day. No fibrin in the drain solution. There was no further information was available. The drain and fill volumes meet increased intra peritoneal volume (iipv) criteria.